Manufacturer narrative:
The eli 380 is intended to be a high-performance, multichannel resting electrocardiograph. As a resting electrocardiograph, the eli 380 simultaneously acquires data from each lead. Once the data is acquired, it can be analyzed, reviewed, stored, printed or transmitted. It is a device primarily intended for use in hospitals but may be used in medical clinics and offices of any size. Device is indicated for use to provide interpretation of the data for consideration by a physician. Device is indicated for use in a clinical setting, by a physician or by trained personnel who are acting on the orders of a licensed physician. It is not intended as a sole means of diagnosis. The interpretations of ECG offered by the device are only significant when used in conjunction with a physician over-read as well as consideration of all other relevant patient data. Device is indicated for use on adult and pediatric populations. The device is not intended to be used as a vital signs physiological monitor. The device was requested to be returned for inspection but has not yet been received and therefore no root cause into the reported incident has been established. Although there was no adverse event reported, if the eli380 were to lose wifi connection and stop transferring data in an emergency setting, it could lead to serious injury or death. Therefore, baxter is reporting this alleged device malfunction. Any relevant additional information received regarding this incident will be submitted in a supplemental report.

Event description:
The customer reported that the eli380 was not transmitting properly. There was no adverse event reported. This incident was captured under complaint ref #(B)(4).